Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of wound dehiscence and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to wound break down and breast implant was exposed in a small area. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "wound broke down" and that "breast implant was exposed in a small area." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6a, d6b, g1, h4, h6.

Event description:
Healthcare professional reported right side "wound broke down" and that "breast implant was exposed in a small area." The device has been explanted.